Event description:
The customer reported that no audible alarm tones were provided for a blood pressure alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that no audible alarm tones were provided for a blood pressure alarm. Philips has confirmed that there was a "speaker malfunction" inop visible and the audio was functioning intermittently at the time of this report. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.